Event description:
Caller reported an issue with incorrect time settings on the pump. Blood glucose levels remained within normal range, with no previous settings resulting in readings above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised monitoring for any future discrepancies greater than five minutes. Caller understood and acknowledged the guidance.